Event description:
It was reported that the right atrial (ra) lead oversensed noise that led to inappropriate atrial tachy response (atr) events, which resulted in an inappropriate mode switch. It was also noted that the lead had low out of range impedance. Boston scientific technical services (ts) recommended troubleshooting actions. The lead remains in use. No adverse patient effects were reported.